Event description:
The customer contact reported an increased temperature of the device. The device was returned to the biomedical dept from the nicu with an unsigned note that stated, "malfunction alarm, increase temperature of equipment." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed s233 malfunction alarm code and did not pass the psc (power supply controller) ambient temp test. This was found to be due to the fan no rotating fast enough to keep the psc ambient temp from exceeding 70 degrees c. The s233 malfunction alarm code occurs when the temp in the symbiq psc subsystem is greater than 75 degrees c. This report represents all the info known by the rptr upon query by hospira personnel.